Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative had reviewed treated episode#01 and identified small amplitude signals associated with oversensing (t-wave and some baseline artifact) and delivery of inappropriate shock therapy. The signal amplitude improves post-shock and the presenting s-ECG from today appears normal. Ts suggested troubleshooting to determine if low amplitude signals are reproducible. Would also look at the signals from the other sense vectors. A chest x-ray could be obtained to visualize the location of the device and electrode. An x-ray was sent electronically to ts for system location assessment. Ts identified significant pocket "twiddling" of the electrode and recommended that the electrode should be replaced. Additionally, the device appears potentially rotated/perpendicular to the patient's ribs and the physician should consider repositioning to obtain optimal performance. The patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2017. The electrode was explanted and replaced without incident. The replacement electrode was connected to the chronic device. No further intervention was reported.